Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The event initially reported on (B)(6) 2026 was determined through log review to have occurred on (B)(6) 2026. The device experienced a delayed power-up, which to was resolved by the device through a self-restart. Subsequent logs show additional instances of the device powering off and on, with evidence supporting user-initiated shutdowns via a button press. The device successfully passed all testing. The device will be recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device experienced shutting down issues. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.